Event description:
The user facility reported that the involved angio-seal was used for hemostasis of the puncture site after treatment. The assembly was inserted over the guidewire, and the guidewire and locator were withdrawn. The device was inserted into the insertion sheath as usual; however, the device did not fit properly into the insertion sheath; there was no snap-lock sound or sensation. The device was withdrawn, and use of the device was discontinued. Manual compression was applied to achieve hemostasis, and hemostasis was successfully achieved with manual compression only. The estimated blood loss was less than 250cc's. The procedure before deploying the device was thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 millimeters (mm). No equipment or other devices were used with the above product. There is no direct claim that the reported device caused or contributed to a patient injury.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath and locator connection issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).